Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a male patient who had a right tha, underwent a revision procedure. Disassociated poly indicated. The liner was removed and the patient was revised to a stable construct. There were device breakages during the procedure and parts and pieces did fall into the wound site but were removed by the surgeon. There were no surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted device is not available for return. Bio hazard was indicated. No device images were provided. No further information. This is 1 of 2 reports for this event.